Manufacturer narrative:
Occupation: health professional (hpro) additional information: (name),(manufacturer name, name, email), (phone #, fax #), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of the secondary pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. Happened after the insertion of the 12 mm trocar into the abdominal cavity and prior to firing. The stapler was able to fire the there was a problem unloading the device. Had to manually open the jaws to be possible for the reload change. In order to resolve the issue and complete the case, opened a new reload and replaced. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.